Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred. A steam pop occurred and ice confirmed an effusion. A pericardiocentesis was performed which stabilized the patient.

Event description:
There was no performance issue with any of the abbott devices.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The event description indicates ablations were performed with an rf power of 40 w. The tacticath sensor enabled contact force ablation catheter instructions for use warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion.